Event description:
It was reported the device exhibited a backup audible alarm. There was unknown patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to have no damage. A 'backup audible alarm post' error was found in the device's event history log. Functional testing was performed. Upon review, the reported problem was duplicated. It was determined that the backup buzzer on the main pcb not operating as intended was the root cause. The service history review identified no indication that the complaint was related to a service of the device within the review period.